Manufacturer narrative:
(B)(4). Manufacturing site evaluation: samples received: 1 unopened pouch. Analysis and results: there are no previous complaints of this code batch, there are no units in stock. Received one closed sample. Without any closed sample an analysis cannot be carried out in order to make a decision. A minimum of five samples would be preferred because is the minimum number of units that is required by the pharmacopoeia. Tested the knot pull tensile strength of the sample received and the result fulfils the OEM requirements. As indicated in the premicron instructions for use: "the surgical instruments used, such as tweezers and needle holders, shall not cause any crushing or crimping damage to the suture material". Final conclusion: complaint is not justified. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to take an action on the product. Corrective/preventive actions: according to the internal procedures, there is no need to establish corrective or preventive actions. This complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
(B)(4). Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). During intra-operative surgery thread broke, too fragile, broken too easily when handled and tight (2 times on 3). Delay in interventions and potentially infecting multiple actions because the thread breaks when knotted to fix probe of the pacemaker.